Manufacturer narrative:
(B)(4). Product code for this device is class 1, therefore this device is exempt from FDA 510k. The device (pentax model cs-6021t/lot 0031066) was discarded by the facility. 9610877-2016-00154 is being submitted for pentax model cs-6021t/lot 0031066 9610877-2016-00155 is being submitted for pentax model ec-3890li/serial (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report which stated the facility had an event where a cs-6021t tri-bristle brush broke off in an endoscope and was pushed out by an accessory during a live case with a patient. Pentax medical contacted the initial reporter to gather additional information on the event. Responses were received from the initial reporter stating the user discovered the cleaning brush fragment after it became dislodged from the endoscope and fell into the patient during a procedure performed with pentax model ec-3890li/serial (B)(4). The brush fragment was able to be retrieved from the patient. The facility confirmed this was the only patient exposed to the brush fragment. The brush fragment was disposed of by the facility. The facility also confirmed the patient is in good condition, did not report any symptoms of illness as a result of the event, and therefore was not recalled for further screening. In addition, the facility indicated the instructions for use for the colonoscope are followed. The facility performs cleaning manually and high level disinfection in an automated endoscope reprocessor. The facility verified no issues were encountered with the colonoscope during pre-procedural inspection.

Manufacturer narrative:
(B)(4) (exemption number e2015036). 9610877-2016-00154 is being submitted for pentax model cs-6021t/lot 0031066. 9610877-2016-00155 is being submitted for pentax model ec-3890li/serial (B)(4).

Event description:
Since the brush fragment was disposed of by the facility, an evaluation could not be performed by pentax medical. A device history review was performed on 05/oct/2017 confirming the brush was manufactured by (B)(4), passed all required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed. According to the instruction for use (owner's manual), "after using, carefully check that no parts of brush have fallen off inside the endoscope's suction channel. If this inspection determines that bristles or a distal end (blue) have come off during cleaning, immediately retrieve them by flushing clean water through the channel with a syringe. Any part of the brush remaining in the channel after cleaning may drop into the patient's body during a subsequent procedure." The facility filed medwatch mw5063343 with the FDA for this event. Since no further information has been received for this event, pentax medical considers this medwatch report closed.